Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8578 (lot: hg6xep706); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2024 ; UDI:  (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving unknown morphine (50mg/ml at 4mg) via an implantable pump. The indications for use were unknown. It was reported that the patient had a large fluid build up in the pocket. The healthcare provider (hcp) went in for a revision, and it was determined that the pump segment had disconnected from the spinal segment and therefore drug and csf was accumulating in the pocket. The pump segment of the catheter was replaced. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.